Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Microsensor producing very high negative readings after implantation. Microsensor was explanted and new microsensor implanted. I will be sending the faulty microsensor back for inspection. No delays, no adverse consequences for patient.